Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery out limit alarm noted. The device also had a cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and cracked case at the display window corner. Moisture damage on the electronic assembly and motor was found. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was dropped in a pool and it had fluid under the screen. During troubleshooting, the customer stated that he did not receive any error alarms, was unable to check the alarm history due to the act button not responding. Blood glucose value was 200 mg/dl. He had reverted to manual injections. The insulin pump was replaced and returned for analysis.